Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor recharging quality in every position the patient has tried. The rep said the patient has had relatives and friends to help them recharge and they have to push on the recharger and change positions to charge. The rep said this has occurred since a couple days after implant. The rep mentioned that the patient has a hard time reaching around to their back to where the ins was which made recharging difficult as well. At the beginning of the call, the controller was showing a good connection, but the rep indicated it was very finicky. The patient had already tried the belt and didn't like it. The rep said the ins seemed to almost be flipping laterally when the patient moves positions. Someone mentioned it took a few attempts to recharge and the circle wasn't that good. The patient had been using the top of the recharger since it was mentioned to have the ins right in the middle of the recharger. The controller found the ins with excellent/good quality. During the call, the controller showed both good and excellent quality with the patient sitting with a recharger tucked in their pants. It was reviewed to remind the patient of the orientation of the recharger paddle, so they can place it the same way each time. It was reviewed it appeared the external equipment was functioning as intended. No further complications were reported.

Event description:
Additional information was received on (B)(6) 2019 from the representative reporting that the hcp was considering changing the patie nt to a primary cell battery due to the recharging issues experienced. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was tilted. The patient struggled to recharge due to their size and weight. A neurosurgeon felt it was best to replace the device with a non-rechargeable battery. The issue was resolved. No further complications were reported.